Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the text on the display was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.